Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced fluctuating blood glucose levels while using the ilet, felt overwhelmed, and initially requested a return; the user later canceled the return, planned a factory reset per clinician guidance, and scheduled additional training. Outcomes included no reported injury, no medical intervention beyond user training, and no hospitalization. Investigation included a request for additional blood glucose information, user education and troubleshooting, and referral to training resources. Investigation of this case revealed that the cause of hyperglycemia was unclear. It was concluded that no device malfunction was confirmed and that further information would be needed to determine causality. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.